Event description:
Balloon burst.

Manufacturer narrative:
A review of the device history record was performed and no issues were noted. There are no other complaints associated with this lot number of devices. A review was also performed on the balloon tubing used to manufacture these balloons. No other complaints were associated with the tubing used to manufacture the balloons. The complaint catheter was not returned so the complaint could not be confirmed. A request for additional information was sent (3) times by the distributor, and the requested information was not received. Two comparative catheters were pulled and tested for rated burst pressure. The comparative catheters were the same catalog number but a different lot number as the complaint catheter. The balloon material component lot used on the complaint catheter was the same as the balloon material component lot as the comparative catheters. The balloons were immersed in a body temperature bath and incrementally inflated until they burst. The first balloon did not burst until 7.0 atm, which is well above the labeled rated burst pressure of 4.0 atm for this catalog number. The second balloon did not burst until 7.0 atm, which is again well above the labeled rated burst pressure of 4.0 atm. The complaint could not be duplicated with the comparative catheters when taken to the labeled rated burst pressure. The balloons had to be over pressurized to almost 2x the labeled rated burst pressure before they burst. Based on historical data, most balloon bursts are caused by over pressurization of the balloon. It is unknown as to what pressure this catheter/balloon was taken to when it burst. As per the user facility / distributor, they were not monitoring the balloon for pressure but were using volume instead to inflate the balloon. This is not what numed recommends in the instructions for use. There is a warning in the instructions for use that states: warning - do not exceed the rbp. An inflation device with pressure gauge is recommended to monitor pressure. Pressure in excess of the rbp can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath.